Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range pacing lead impedance (pli) measurement of 2020 ohms. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) analyzed device data and found that the pli for this lead had been gradually increasing for the past three months. Threshold and sensing measurements were normal. Ts discussed troubleshooting with health care professional (hcp) who noted that the physician will continue to monitor this patient. No adverse patient effects were reported. Currently, this rv lead remains in service.